Event description:
Pfs and medical records received. Pfs alleges left thigh groin and hip pain which began in 2015. It was also alleged that x rays revealed femoral stem loosening and that metal ions were elevated at 10.0 for cobalt and 21.0 for chromium. Pfs also stated that operative findings include corrosion of the taper, bone loss of the femoral neck down to the lesser trochanter and loose femoral stem. It has also been indicated that the patient's left leg is weaker and that her right leg is shorter than the left. After review of medical records for MDR reportability, the patient was revised to address femoral component loosening, osteolysis and increasing pain. Xray findings show osteolysis in the surrounding tissues of the femoral component and some mild calcar hypertrophy. It was also revealed that the femoral component was visually loose and some bone loss occurred on the femoral neck region down to the lesser trochanter. There was corrosion at the taper but there was no evidence of deep infections. Revision notes state that visualization of the femur revealed the femoral component to be windshield-wiping in the proximal femur, consistent with loosening. Intraoperative xray revealed the hip to be longer by 3-5mm. Laboratory results for metal ions were above 7pbb.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, elevated metal ions, loose femoral component and corrosion at the taper. It was also reported that the patient continues to experience weakness and diminished mobility after revision.